Manufacturer narrative:
Weight: unk, race: unk, ethnicity: unk, this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm vticmo13.2 implantable collamer lens, -12.00/+3.0/026 (sphere/cylinder/axis), but the lens became stuck in the cartridge and was damaged during delivery. There was no patient contact. The surgeon did not implant another icl lens. Cause of the event was due to user error and the device. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6: cartridge lot number search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5: the reporter indicated the surgeon felt the cause of the event was due to the cartridge. H6 - cartridge lot number search: another similar complaint was reported for units within the same lot. Claim#: (B)(4).